Manufacturer narrative:
Device was not returned for evaluation. Review of the manufacturing records confirmed that the associated driveline met all requirements for release. Onsite inspection of the driveline outer sheath revealed several small areas of cracking approximately 6 inches from the distal end of the driveline. In addition, a very small crack in the inner lumen was noted near the strain relief but all wires were intact. A driveline sheath repair was performed to mitigate the reported conditions. Heartware has initiated an internal investigation to evaluate driveline sheath damages. The most likely root cause of the driveline sheath damage is exposure to uv light. There were no reported adverse patient effects in relation to this event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The hvad driveline is a cable that connects to the implanted pump and passes through the skin to connect to the external lvad system components. The instructions for use (IFU) and patient manual caution the user to not pull, kink or twist the driveline or the power cables, as these may damage the driveline. Special care should be taken not to twist the driveline while sitting, getting out of bed, adjusting the controller or power sources or when using the shower bag. Users are to examine the driveline for evidence of tears, punctures or breakdown of any of the material during exit site dressing changes. The IFU and patient manual also cautions users that they should not attempt to repair or service any heartware equipment. If service is required, they should contact their doctor, nurse or vad coordinator. The instructions for use (IFU) and patient manual, and training material provide clear instructions to the user on proper usage and care of the driveline. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and device management; additional guidelines instruct the user on how to detect and react to a disconnection of the driveline from the controller. The instructions for use provides an instruction and also a caution note about regular inspections of the driveline, specifically stating: to "keep extra driveline length tucked under clothing or secured with an abdominal binder or dressing. Do not let any portion of driveline hang freely where it might get caught on external items such as doorknobs or the corners of furniture." The IFU further advises that if a driveline disconnected or connector malfunction/broken, the controller will display a vad stopped message indicating to connect the driveline to the controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the vad coordinator that the patient described controller falling out of bed the morning of (B)(6) 2016 causing a driveline (dl) disconnect from the controller. The patient was connected to his backup controller. Per vad coordinator, the driveline seemed strained and that previous repairs performed by the site may need to be replaced. Dl repair scheduled for clinic visit on 09/07/2016. The patient was seen in clinic as outpatient by heartware clinical specialist team. Driveline sheath repair was performed per protocol. The procedure was explained to the patient and vad coordinator. Old rescue tape was removed. Several small areas of cracking were noted about 6 inches from the distal end of the driveline. The 3-4 inches of driveline adjacent to the connector was missing the outer sheath completely. A very small (1-2mm) crack was observed in the inner lumen near the strain relief. Reportedly, all wires were intact. The patient denied any alarms. No electrical faults were noted on interrogation. There was no report of a pump stop during the procedure. The driveline cover was easily able to slide over the repair area with no issues. The patient was instructed on maintenance of the driveline and repaired area. All questions and concerns were addressed finishing the repair. Service report and pictures have been provided.

Manufacturer narrative:
Additional information was provided by the clinical specialist indicating that the patient did not have any issues with dexterity and/or managing the equipment. The waist pack fell off of the bed as the patient was sleeping and rolled over. As per the patient, the driveline was disconnected for approximately 30-45 minutes. The patient was asymptomatic at the time of the reported event. He was anxious as he was off support. There were no allegations of a controller malfunction and the driveline port was not observed to be loose. No medications/treatment were given during the pump off time. The patient tolerated being off of support well. He had stable vital signs in the local emergency department (ed). No adverse events were reported. Preliminary log file analysis performed on (B)(6) 2016 revealed 5 vad disconnect alarms logged on the controller on (B)(6) 2016. The hvad is used for treatment not diagnosis. The hvad pump (B)(4) was not returned for evaluation. Review of the manufacturing records confirmed that the associated driveline met all requirements for release. Log file analysis revealed five (5) vad disconnect alarms on the reported event date, confirming the reported driveline disconnect event. On site inspection of the driveline outer sheath revealed several small areas of cracking approximately six (6) inches from the distal end of the driveline. In addition, a very small crack in the inner lumen was noted near the strain relief but all wires were intact. A driveline sheath repair was performed to mitigate the reported conditions. The manufacturer has initiated an internal investigation to evaluate driveline sheath damages. Based on the investigation, the most likely root cause of the driveline sheath damage is exposure to ultraviolet (uv) light. The most likely root cause of the vad disconnect alarms was the reported dropping of the controller.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.